Event description:
A home patient contact baxter's technical service center regarding a reload set 163 alarm that appeared on the display of the homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home patient stated that the cassette was leaking. The technical service representative assisted the home patient in ending therapy early.therapy was completed by setting up with new suppples. No patient injury or medical intervention was associated with this incident per the hoem patient's nurse.